Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cord was damaged. The cable was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the ground prong has been broken off and is missing. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to a mechanical issue. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the ground prong was missing from the power cable. No patient present.